Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that their device won't do anything; they kept getting settings not available. The patient mentioned they tried changing the intensity but the device only allowed to decrease, it won't increase. The patient added that even if the intensity decreased the therapy was not working. They mentioned they fully charged the implant as well. When asked if the patient had other group assignments, the patient mentioned they only have group a for their upper. The patient was redirected to their managing healthcare provider for further assistance. Additional information was received from the patient (pt) stating the implant has failed in only five years. The patient saw their neurologist, and they are working on approval on a replacement. Issue is not resolved as the patient is planning on having the implant replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.